Event description:
Acct. Reports repeated separation and leaking at the male luer slip adapter. States they use the jelco intravenous catheters. States he thinks that the adapter appears to be "slippery" and maybe that is why it tends to separate. Acct. Has not samples and does not have any lot numbers. States they either throw the set away or they tighten it again and continue using it.